Manufacturer narrative:
D11: section d information references the main component of the system and other applicable components are the leads. Brand name specify surescan; product ID 977c290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having an MRI of their abdomen and the wires and implant area got real hot and the unit was attempting to turn on so they had to stop the MRI. Patient noted the unit stayed quite warm for a while for maybe 5 or so minutes. During the call patient put their device into MRI mode and patient confirmed they were full body compatible. Patient needed an MRI of their abdomen. The patient was redirected to their healthcare provider to further address the issue.